Event description:
The following was reported to davol by the patient's attorney: the patient was implanted with multiple pelvic mesh products including bard mesh. The attorney's report alleged permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not alleged a specific device failure and medical records have not been provided. A lot number has not provided; therefore a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.